Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a laparoscopic thoracic surgery, when the video-assisted thoracoscopic lobectomy has been completed, there was no abnormality in the examination of blood vessels but there was bleeding. The device was able to fire and was used intraoperatively to disconnect the arterial vein from the lobar and bronchial. On the day after the occurrence of major bleeding, they opened the chest and found that the use of the closed white staple off the tube end. The tube-end sutures were detached and the pulmonary artery was broken. Thoracotomy was performed to save the patient, the patient was bleeding too much and became in a vegetative state after being rescued and died after half a month.